Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The atrial lead exhibited loss of capture due to dislodgement. The lead was repositioned without incident. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).